Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a prophylactic, pending pathological humerus fracture, surgery was performed on (B)(6) 2014. The blade, end cap and nail were placed successfully. During the process of locking the titanium cannulated humeral nail the flange of the spiral blade broke off. The fragment was the round piece at the end of the blade with suture holes. The fragment was easily retrieved. The implants were locked in and left in the patient. A thirty minutes surgical delay was reported. The surgery was successfully completed without patient harm or other medical interventions. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on (B)(6) 2014 but fragment was removed. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: per the technique guide, the 462.646 titanium spiral blade for titanium humeral nails is an implant routinely used in the titanium cannulated humeral nail system. The spiral blade was returned and reported to have broken during surgery after insertion while the humeral nail was being locked distally. This condition is confirmed; only the proximal base of the spiral blade was returned. 3-4mm of the proximal blade portion of the device is still attached to the spiral blade base with a rough fracture surface at the distal end. It is likely that the spiral blade was first firmly fixated during surgery, and possibly hammered in excess. Then when the nail was being locked distally, the nail could have moved enough to cause the spiral blade to shear off leading to the complaint condition. The cross sectional area of this portion of the spiral blade is small and likely one of the weakest portions of the construct as a whole. Any inadvertent forces or leverage exerted on the construct would likely have caused this point of the construct to fracture. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The complaint condition for the 462.646 titanium spiral blade for titanium humeral nails with unknown lot was likely caused by firm fixation of the spiral blade and possible movement of the nail afterwards; however, this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.